Event description:
Healthcare professional reported a left side rupture confirmed via ultrasound. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
E1. Initial reporter establishment name continued: (B)(6). E1. Phone number continued:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture and capsular contracture requested on jun 10,2025. It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported a left side rupture confirmed via ultrasound. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted and replaced with a non-abbvie device.